Event description:
It was reported that at a pre-MRI check, this pacemaker and this right atrial (ra) lead had triggered a lead safety switch (lss) due high out-of-range pace impedance measurements greater than 3,000 ohms. The pacemaker was set to voo 80 and the MRI was performed. After the MRI scan, the pacemaker was reprogrammed to its original settings. Since the patient typically received follow up at a facility different from where the MRI was performed, the pacemaker was returned to its original setting for consideration at the patient's following health care facility. This pacemaker and ra lead remain in service. No additional adverse patient effects were reported.